Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a cgm accuracy issue while at work. The patient¿s cgm was reading 40 mg/dl at this time and no bg meter comparison value was reported. The patient was wearing a tandem insulin pump. The patient self-treated with a sandwich and drank gatorade. However, the cgm kept alerting her to low cgm values. The patient then began to feel like she might pass out, had trouble breathing, had chest pain, was tired and weak. She tested her bg meter reading, which was 300 mg/dl. The patient's employer called ems and when they arrived, the patient¿s bg meter reading was over 500 mg/dl. The patient was transported to the emergency room (ER), where she was diagnosed with dka and treated with IV fluids and an IV insulin drip. The patient was discharged home after approximately 6 hours when her bg level was 156 mg/dl (it was not specified if this was a bg meter or cgm value). The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.